Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., g.2.

Event description:
Patient reported left side "having issues with rupture". Healthcare professional later reported "exchange from textured to smooth due to concern with the product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported left side "having issues with rupture". Healthcare professional later reported "exchange from textured to smooth due to concern with the product". Device remains implanted.